Event description:
Material-: n/a. Material lot- 1950447. Description- syringe came without any scale markings. Available for collection. It will only be carried out if the product is exchanged. After 60 days of notification, the sample will be discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, b5, d4 (lot number), g6, h2, h10, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Tmaik 10january2025: lot 1950447 not found. Unknown entered. (B)(6). 01/13/2025. Updates/additional information, see attachments. Please see attached photos customer has recently provided to us for case (B)(4) and other additional information below. Complaint description: syringe came without any scale markings. Units for sample availability? One contaminated sample, if yes report the substance: without contaminated samples. Product name: serynge 1ml. Lot number: 4207810, catalog: not provided by customer. Incident date: (B)(6) 2025. When was the defect found, before use and after use? Before use. Anvisa was notified? If is yes, what is the notification number? Yes, 202501001186. Can provide a photo? Yes, was attached. Is there a sample for analysis? Yes. Please check the description case for this analysis.